Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while cutting the blood vessel from the gallbladder, the surgeon was able to press the green button but unable to fire and squeeze the handle of the device. There was no patient injury.